Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal variceal banding procedure on (B)(6), 2009. According to the complainant, during the procedure, several bands fired off as designed. Then vision became blocked by a misfired band which could not be dislodged. Another band could not fire off so the string was cut to remove the ligating device from the scope. The entire device was removed and the procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).